Manufacturer narrative:
1. Customer says test results for themselves and their son were positive, but when tested at (B)(6) clinic they were both negative. 2. Type of test taken at (B)(6) clinic was not provided. 3. Lot number of test kit was not provided, only an expiry of 10-31-2025, from this expiry we can guess lot number of 241co20801 (note: not provided by customer, derived from expiry provided). The manufacturer retested the lot: (241co20801) negative samples, no false positive were detected.

Event description:
Event details: each time I tested here at home it was positive, also when I tested my special needs son, it was positive, we then went to (B)(6) clinic and we tested negative.